Manufacturer narrative:
Visual inspection of the returned tibial component identified that the pmma coating on the backside of the baseplate had worn off. Measured dimensions were conforming to print specs. Intra-operative photos from the revision surgery appear to show the cement mantle remaining intact on the proximal tibia after the component was removed. This may indicate that the tibial component was implanted after the working phase of the bone cement; however, this cannot be confirmed. Review of the device history records for the tibial component identified to deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr, ps, cra, lps and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.